Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 238 mg/dl, compared with the sensor glucose reading of 50 mg/dl. The customer also reported blood at the insertion site of the sensor and a bent sensor cannula. The customer was unable to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.